Manufacturer narrative:
There is a correction in investigation summary(as below) and evaluation result & conclusion codes. Multiple good faith efforts were made to obtain additional information regarding issue, cause and resolution, but there is no additional information available. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was not confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the external plate cable is damaged. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting address state: (B)(6).